Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz3692 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the oversleeve portion was unable to be attached with the catheter. No other information provided.